Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a failure to alarm - asystole alarm, no audible tone, only visual banner - from the device. The device was in use at time of event, patient was coded.

Manufacturer narrative:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. The nurse and respiratory therapist entered the room, finding the patient in asystole, for which a code was called. A good faith effort (gfe) was performed to request information about the patient outcome and intervention required to treat the patient, but no additional details were provided. A philips remote service engineer (rse) reviewed the clinical audit log and found that there were several alarms back-to-back: asystole at 23:51, desat at 23:34, brady at 23:50, apnea at 23:52, and then asystole at 23:53. The system displays that a sound was played at 23:53; however, users indicate they did not hear a sound generated. The rse found that the customer had the bedside configuration at visual latching and audible non-latching. A philips national support specialist (nss) and philips clinical specialist (cs) went onsite and made the alarm volume louder on the central station and updated a setting on the central monitor to "re-alarm" instead of "remind". Based on the information available and the testing conducted, the cause of the reported problem was the user. The reported problem was not confirmed, as the alarms generated correctly, but the alarm volume was set too low by the user for the clinical environment. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.